Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by minute device mobility appears likely. However, a device investigation of the explanted device is necessary to determine a root cause. Further technical checks and medical intervention is considered but no date has been scheduled yet.

Event description:
The user's hearing performance was affected. Further technical checks are scheduled, and further medical intervention is being considered.

Event description:
The user's hearing performance is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by minute device mobility appears likely. However, a device investigation of the explanted device is necessary to determine a root cause. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance was affected. The user has been re-implanted.

Event description:
The user's hearing performance was affected. The user has been re-implanted.

Manufacturer narrative:
According to currently available information, damage to the active electrode as might be caused by minute device mobility appears likely. However, a device investigation of the explanted device is necessary to determine a root cause. The concerned device was explanted but has not been received for investigation yet.